Event description:
Pt underwent treatments with the fraxel sr laser system. The physician stated that the pt had been treated with the laser system (first released version). The following treatment (treatment 2) was performed with the second version of the laser system using the same energy parameters (1omj/mtz) based on experience with the first version of the device. The pt tolerated the treatment 1 with "no difficulty." With treatment 2, the pt had marked pain and marked discomfort as well as market pin-point bleeding. Following the second treatment, the pt reported that they had a very difficult 10-day period of healing during which they experienced scabbing and crusting. The pt further reported that they had developed an infection following treatment that subsequently evolved into scarring, which was confirmed by the treating physician. Additional fraxel treatments continued at reduced energics using the second version of the device set at 6 to 9mj/mtz. The pt tolerated the additional procedures well. The physician stated that the additional treatments helped to resolve the scarring to some degree, but that scarring is still present as of the pt's latest visit.